Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that shock impedance is out of range (greater than 150 ohms) since may 23, 2025. The patient had a recent generator change using the chronic lead on (B)(6) 2025. The lead remains implanted and will be evaluated further. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.